Event description:
It was reported that a leak was found on the tubing while levophed was infusing through peripheral intravenous line. It was also noted that the patient had a central line wherein additional vasopressors were infusing. The event occurred at pediatric intensive care unit (picu). Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a leak was found on the tubing while levophed was infusing through peripheral intravenous line. It was also noted that the patient had a central line wherein additional vasopressors were infusing. The event occurred at pediatric intensive care unit (picu). Although requested, additional information was not provided.